Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon device interrogation, it was observed that the patient's right atrial and right ventricle signals were lined up with each other. A chest x-ray was performed and the right atrial lead was noted to have been dislodged. The patient was not symptomatic to the dislodgement event. The lead was repositioned on (B)(6) 2019 and the patient's condition was stable throughout the event.